Event description:
The sales rep reported that when the customer went to tunnel the sensor, they noticed the silver end was pulled away from the tip and was hanging loosely. No lost or time was reported. Another sensor was pulled off of the shelf and implanted.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - device received in two sections. 2 - catheter and internal wires broken at epoxy taper at sensor case. 3 - internal catheter wires exposed. 4 - no testing possible. Based on the above evaluation supplier was able to confirm the complaint. It appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.